Event description:
This was an interventional case. The patient was moderately overweight, but no calcification or tortuosity was noted. The patient was anticoagulated. The initial access puncture was satisfactory. The sheath was not pulled until approximately 3 hours following the case due to the cath lab staff being busy. Some bleeding was noted 4 minutes following sheath pull, but resolved with a 12-minute hold. An additional 10 minutes was held due to the uncertainty of presence of swelling/hematoma (less than 2cm). It was difficult to ascertain whether it was due to excessive adipose tissue. The patient was doing fine, but overnight developed swelling and a bruise at the groin site, which was auscultated with a stethoscope. An ultrasound revealed a 2.8cm pseudoaneurysm, which was resolved via ultrasound guided compression. The patient recovered without further sequelae and was discharged on (B)(6) 2013.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for use (IFU) was reviewed. Pseudoaneurysm and hematoma are known possible adverse effects of vascular access procedures and are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unknown whether or not the device was out of specification as it cannot be definitively determined. The root cause, based on available information, is unknown as it cannot be definitively determined.